Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, broken battery tube threads, cracked belt clip slot and cracked case from reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that there was damage to the retainer ring where the reservoir goes in. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.